Event description:
(B) (4)

Event description:
It was reported that the device was pacing in safety mode and had several pors (power on resets). The device was explanted and replaced. There were no patient complications reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) the power on reset was the result of an anomaly internal to an integrated circuit. Memory tests did not complete their execution due to por events that occurred during testing. No other device anomalies were noted. The manufacturing site ID has been corrected on this report.